Event description:
This rn was called into a patient's room by her preceptee who was asking for assistance with an orogastric tube. The other nurse was attempting to administer a med into an og tube that was just placed by the doctor and confirmed by x-ray. When the nurse would attempt to infuse the medication into the correct port, the medication would spray out of a hole in the orogastric tube, near the connection of the blue air port to the orogastric tube. The doctor was notified of the defect in the orogastric tube. The tube was removed and a new orogastric tube had to be placed and a new x-ray to confirm placement had to be ordered and performed on this patient.